Event description:
Per the clinic, the patient experienced extrusion of the implanted device(date not reported). There are plans to explant the device and to reimplant the patient with another device, but it is unknown if this has occurred as of the date of this report, (B)(4) 2012.

Manufacturer narrative:
Per the patient's surgeon, the device was explanted on (B)(6) 2012. It is unknown if there are plans to reimplant as of the date of this report. This report is filed (B)(4) 2012.

Manufacturer narrative:
Implanted device remains.

Manufacturer narrative:
This report is filed (B)(4) 2013.